Manufacturer narrative:
(B)(4). (B)(6). Device code - indicaition for use. The device was not returned for analysis. A review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology. It should be noted that the mitraclip instructions for use, states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was mitraclip procedure performed to mixed mitral regurgitation (mr) with an mr grade of 4. Two clips were implanted reducing the mr to 1. Following the mitral valve procedure, significant tricuspid valve regurgitation (tr) was noted causing the patient to de-saturate, and oxygen was given for desaturation. The decision was made to treat tr. The mitraclip delivery system (cds 70721u174) was advanced to the tricuspid valve, and was implanted central on the anterior septal commissure. To further reduce tr, a second clip was advanced to the tricuspid valve, however upon crossing the valve, the implanted clip on the tricuspid valve detached from the anterior leaflet and remained attached to the septal leaflet/slda. A second clip was implanted stabilizing the slda clip and reducing tr from 4-2. The patient is stable. No additional information was provided.